Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) found that the b/f wash probe 1 and b/f wash probe 2 were leaving too much wash solution in the test cups. The fse adjusted the b/f wash probes positions in order to resolve the issue. The aia-900 system was operating within specifications. A 13-month complaint history review was performed from 31-jul-2017 through 31-aug-2017 for similar complaints. No similar complaints were found during this searched period. The aia-900 operator's manual under section 11 - maintenance, states the following: fit the probe tip securely. If the stainless steel pipe is recessed inside the probe tip, a malfunction may occur. When returning the b/f wash probes 1 and 2 to their original positions, do not reverse the positions of the probes. If you fix the probes in reverse, you will be unable to obtain correct results. Refer to the label that is attached to each probe. The probable cause of the reported issue was related to the b/f wash probe 1 and 2 leaving too much wash solution in the test cups.

Event description:
On (B)(6) 2017 the customer reported that on wednesday, (B)(6) 2017, vitamin d, thyroid stimulating hormone (tsh), and prostate-specific antigen (psa) quality controls (qc) were out of range after preventive maintenance was completed on the aia-900 system. The customer re-calibrated the aia-900 system and ran qc, which was within acceptable range. The customer then ran vitamin d for 20 patient specimens and obtained low results. The customer repeated the vitamin d run with the 20 patient specimens and results were higher. No specific patient data was provided; normal vitamin d range is 4.0 - 120 ng/ml. On (B)(6) 2017 the customer reported that quality controls for vitamin d were all recovering very high. The customer reported that tsh and psa level 1 and level 2 qc were out of range high as well. The customer did not replace the wash solution and substrate was made on (B)(6) 2017 before calibration was performed on the aia-900. A new bottle of quality control was run on (B)(6) 2017 on the aia-900 system and all were still recovering out of range high. A field service engineer was dispatched to address the issue. There is no indication of any patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
N/a.